Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3487a-33, lot# v300119, explanted: (B)(6) 2017, product type: lead. Additionally, the manufacturing site ID referenced has changed from (B)(4) at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information noted that a lead fracture was observed and confirmed on an x-ray image. The hcp involved with the event reportedly ¿assumed that stimulation was not delivered due to high impedance,¿ though the cause of the high impedances and stimulation failure was ¿undetermined.¿ it was noted the ins ¿seemed to have no problem because no issues were seen¿ with the device, including when the ins was switched on and off. There were ¿no ins issues¿ observed. The ins and lead were replaced on (B)(6) 2017 and the issue was resolved. It was noted the lead was not collected for return as it was cut for removal.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3487a-33, product type lead.

Event description:
Information was received from a health care provider (hcp) via a company representative (rep) regarding a patient implanted with an implantable neurostimulator (ins). It was reported that impedances were 6,000 ohms and stimulation failure occurred. The device settings were unknown. The contributing factor to the issue was suspected to either be lead fracture or lead displacement. Troubleshooting/diagnostics performed was impedances were measured. The action taken to resolve the issue was the voltage was increased to 10.5v, but the patient did not feel stimulation. The issue was not resolved at the time of this report. Surgical intervention was planned for (B)(6) 2017. The physician¿s observation about severity was not severe. The rep was going to obtain additional information from the hcp on (B)(6) 2017. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep reporting that the surgical intervention was rescheduled to be performed on (B)(6) 2017. The cause of the event was undetermined.